Manufacturer narrative:
The insulin pump was received button error alarm and intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. No moisture damage found inside the pump. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed button error and was unable to clear alarm. Customer's blood glucose was 214mg/dl. Customer stated a button was possibly pressed for three minutes or longer. Customer stated they were able to clear the alarm, but buttons are not working. In addition, the customer stated the buttons are now responding and was able to deliver a bolus. Customer will continue with insulin pump and call back if issues persist.